Event description:
It was reported that during surgery for a pump replacement, the catheter was found disconnected from the pump. The proximal part of the catheter segment was replaced and the distal part was kept in as it showed adequate csf (cerebrospinal fluid) flow. The explanted catheter was discarded.

Manufacturer narrative:
Catheter model 8731sc serial# (B)(4), implanted: (B)(4) 2007, explanted on: unk.